Event description:
On 6/20/95, dr inserted a totally implantable infusion pump. Pt with need for venous access because of swallowing dysfunction described as dyskinesia of the esophagus. Pt also carries a diagnosis of hypertension. Obesity, auto immune dysfunction. Pt hydrated using this access either as an inpatient or through outpatient home therapy. Beginning 11/23/94 access began occluding. Urokinase infusions were unsuccessful. Dr removed the port and inserted another port on 1/5/95.